Manufacturer narrative:
Additional information regarding the treatment of the patient was requested; however, was not made available as of the date of this report. Should additional information become available, a supplementary report shall be submitted. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced ongoing infections, resulting in the patient's decision to discontinue use of the device. It is unknown whether the patient received treatment for the reported infections. The implanted device remains insitu.